Manufacturer narrative:
The device has not been received for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Label review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that bubbles were noted on the sheath. No leak nor any air was noted on the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has not been received at boston scientific for analysis.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath observed cracks in the 3-way stopcock. The cracks in the stopcock compromised the sheath's ability to maintain pressure and contain fluid, resulting in leakage and air ingress through the 3-way stopcock. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, requiring additional intervention of a sheath replacement. Additional review is not required. Label review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The "cause traced to component failure" conclusion code was selected for the allegation of "visible air/bubbles" as analysis observed the stopcock to be damaged which resulted in leakage and air ingress at the stopcock. This defect compromised the sheath's ability to seal pressure and fluid within the stopcock.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that bubbles were noted on the sheath. No leak nor any air was noted on the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that bubbles were noted on the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.